Manufacturer narrative:
On (B)(6) 2015, customer replaced the duckbill valve and performed maintenance to address dark count outside limits, pmt drift correction outside limits, sample rlus outside limits and crosstalk errors. Customer continued to receive the errors. A beckman coulter (bec) field service engineer (fse) was dispatched and found the lens of the luminometer was dirty. Fse cleaned the luminometer lens which resolved the customer issue. Verification testing including a high sensitive system check and customer run quality control passed specifications. In conclusion, there is sufficient evidence to suggest a malfunction of the instrument had occurred involving the luminometer, but is not known how the luminometer lens became dirty. There exists the potential for erroneous patient results to be generated in connection to the event demonstrated by failing quality control after the event. (B)(4).

Event description:
The customer reported obtaining dark count outside limits, photomultiplier tube (pmt) drift correction factor outside limits, sample counts outside limit and crosstalk errors posted to the event log on laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). There was no report of patient involvement associated with this event. Quality control was run after receiving the error messages and was reported as being out high and low-only screen shot of qc on user interface of instrument attached. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.